Manufacturer narrative:
Claim# (B)(4).

Event description:
A journal article titled "diagnose of reverse implantable collamer lens (icl) orientation on anterior segment optical coherence tomography (asoct)." Reported adverse events associated with an implantable collamer lens (icl) implantation. The patient experienced a low vault, upside down implantation, over/under correction. The lens was explanted.